Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified and moderately tortuous vessel in the iliac vein. The 10x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter balloon was used for post dilatation after iliac vein stenting and was inflated twice at 10 atmospheres (atms). The balloon ruptured on the second inflation. Another same size armada 35 was used to complete the procedure. There was no adverse patient effect and there was no significant delay in the procedure. No additional information was provided.